Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that overfilling occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that the citrate tubes are overfilling. What is the frequency or occurrence rate ((B)(4) day, (B)(4) of tubes affected, patients involved, how many test per day etc.) 10-15 test per day for pt/inr's what is the labeled draw volume (2ml, 3mletc) what was the level of tube fill? Over fill how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing what was the tube¿s expiration date? 7/31/2020. How was the tube drawn? Straight needle. Was a discard tube used? No. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person no. What was method of draw? Straight needle are you using a bd device to transfer the blood to a tube? No, other if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) yes" (B)(4) of (B)(4) complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfilling occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that the citrate tubes are overfilling. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.). 10-15 test per day for pt/inr's. What is the labeled draw volume (2ml, 3mletc). What was the level of tube fill?. Over fill. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing. What was the tube¿s expiration date? 7/31/2020. How was the tube drawn? Straight needle. Was a discard tube used? No. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person? No. What was method of draw? Straight needle. Are you using a bd device to transfer the blood to a tube? No, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) yes." 1 of 2 complaints.